Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
Initial report: the optimis angled acetabular inserter handle could not be assembled. It appears a small piece of the impactor tip broke off in the inserter handle. Products were received and investigated.